Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the therapy pcb assembly and then the issue was no longer duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and verified the issue, but did not determine any further root cause. However, it was found that the device therapy pcb assembly was able to deliver defibrillation energy and pacing properly. No critical functions were affected.

Event description:
The customer contacted physio-control to report that their device experienced a non-critical issue. However, when physio-control evaluated the customer's device, we observed that the device logged an event code in the device's memory that is indicative of a device issue that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no report of patient use associated with the reported event.